Event description:
The patient reports some unexplained high blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The customer explained that some as a result from food and others are unexplained. The patient declined to be transfer to help line to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.